Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the wire was removed using force. It should be noted that the instructions for use (IFU) states,¿carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets resistance¿. The IFU violation did not contribute to the reported difficulties. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, due to the heavily calcification, the guidewire was likely damaged during insertion contributing to the difficulty to remove and was damaged or further damaged during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, moderately tortuous left anterior descending coronary artery that is 99% stenosed. The 190cm 014 ht versaturn guidewire was entrapped in the calcified lesion making it difficult to remove; however, was withdrawn with force. Upon removal, the tip of the guidewire was noted to be spiral-shaped/wavy and could not be re-shaped. A new versaturn guidewire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force.